Event description:
It was reported that the patient had a major pump-related driveline bacterial infection and was admitted from (B)(6) 2025. The cause of the infection was due to the complexity of medical management. The infection was treated with drug therapy and intravenous therapy. The site believed this to be clearly device related as this was a driveline skin exit site infection.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section e1: customer site was (B)(6). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The clinical symptoms/cultures identified were methicillin-resistant staphylococcus aureus. The infection was treated with drug therapy. The patient received continued treatment.